Manufacturer narrative:
Philips remote service engineer (rse) contacted the customer biomed. The biomed stated that he is not in a position to give more information about this event other than the transducer membrane was split and the device was exchanged with another one. The nature of the shock was not provided. The rse has reached out to the nurse chief several times, but there has been no response. No additional information has been provided. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported that a nurse received an electric shock from the transducer. It was noted the membrane on the transducer was split, so it was exchanged. The nature of the shock was not provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).